Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/30/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device pmu110 batch number, and no non-conformances were identified additional h3 investigation summary: it was reported breakage needle. One picture was provided for analysis. Upon visual inspection of the picture, the tip of the needle appears to be broken of product code vcpb946h, lot pmu110. No conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: are there any future interventions; including x-ray planned to locate the broken needle tip? CT was used. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. Was the patient treatment altered in anyway due to the prolonged surgery time? Unk. Patient¿s current status? Unk. Please provide procedure date please refer to complaint information. Is the device being returned for analysis? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any future interventions; including x-ray planned to locate the broken needle tip? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? Please provide procedure date. Is the device being returned for analysis? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle tip broke when sewing myometrium of uterus. The needle fell inside of patient. CT was used to look for the needle but could not find it. It was unknown whether the needle left in patient's body or not. The surgery was delayed for about one hour. Change another device to complete surgery. The patient's current condition was reported to be stable. There were no adverse patient consequences reported. Additional information was requested.